Event description:
It was reported that the procedure was to treat a lesion in the right anterior tibial artery with 80-99% stenosis, heavy calcification and moderate tortuosity. The hi-torque (ht) command 14 st guide wire tip broke but remains in one piece attached to the core of the wire after repeated attempts to cross and failed due to the anatomy. The guide wire was simply removed without leaving any fragments inside the anatomy confirmed by angiography. Another competitor guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure advancing the guide wire include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire that likely led to the reported breakage of the tip. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.